Manufacturer narrative:
The reporter¿s full name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during post-surgery, it was discovered that the air oscillator had low power and the oscillating head was absorbed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. It was determined that the motor power was too low. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute and check for air leak. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.